Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. The 1.5x20x142cm sterling es balloon was advanced to the lesion and was inflated to 7atms for 30 seconds. The balloon was inflated a second time to 10atms for 30 seconds and the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported with the patient's current condition listed as good.